Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the device turned off due to failure of the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the insufflator had intraoperative front panel blackout. The issue occurred during the therapeutic surgery, and the problem continued after restart. The procedure was completed with a similar device, with minor delay. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the event occurred due to a failure of the printed circuit (cr) board. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.